Event description:
Information received by medtronic indicated that the customer had a battery failed alarm and insulin pump error 15 alert. No harm, requiring medical intervention was reported. The troubleshooting was performed and the insulin pump had passed the self test. It is unknown if the customer had continued to use the device. The insulin pump will not be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.